Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was not reported. The patient was diagnosed with peritonitis on the same day as onset. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began intraperitoneal treatments for the peritonitis with vancomycin, 2000 milligrams, 4 times a day and fortum, 1500 milligrams, taken 18 times (frequency not reported). Thirteen days after the peritonitis onset date, nutrineal therapy was discontinued. One week later, the peritonitis was resolved, the antibiotic treatments were discontinued and the patient was recovered from the peritonitis. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.